Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint reportable event scope was not recognized was confirmed. Based on the results of the investigation, it is surmised that the reportable event scope was not recognized due to worn out video connector socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center pigtail socket needed to be replaced, as the scope detection did not recognize. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.